Event description:
It was reported there were weak coag and screen issues. There were no pt consequences.

Manufacturer narrative:
This MDR is being filed based on a retrospective review of complaints received (B)(4) 2012 by the MFR for the time period (B)(4) 2010 through (B)(4) 2012. The pulsar generator was received in fair condition. The unit was missing the rf pcba upon receipt (removed at peak). The rf board had a transformer that was burned out, which they considered the reason for the complaint of ¿hand piece will not coag¿. An rf pcba was installed and applicable software and hardware upgrades were performed. The unit passed final testing and was recertified for use. End of report.